Event description:
It was reported that a pt underwent a parotidectomy procedure on (B)(6) 2011 and a reservoir was used. The reservoir was connected to the negative pressure wall suction system and it had no suction from the beginning. When removed and the locking plates engaged there was a low amount of suction. Another like device was used with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/24/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.